Event description:
Patient taken to or to remove retained wire. Wire fragment removed and sent to pathology to be examined.what was the original intended procedure?unknown.device #1is this a laboratory device or laboratory test?no.